Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the pulse generator could not be interrogated due to battery depletion. A hybrid component anomaly caused high current drain, resulting in premature battery depletion. .

Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that while in its box, the device was unable to be interrogated. The device was not used and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.